Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The edwards sapien 3 (s3) transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the s3 valve in a native pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the s3 valve in this scenario. In this case, the exact cause of the worsening pvl is unknown, but it is possibly related to the final position of the fist valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), nine months post implant of the 23 mm sapien 3 valve in the pulmonic position, paravalvular leak (pvl) was identified and required re-dilation of the valve. The team decided to stent over the previously placed s3 that was in the pulmonic position (pvl and not happy with position/location) with an ev3 ld maxi stent mounted on a 23 x 4 balloon. They then went in and placed a 23 mm sapien 3 valve. The final result was successful.